Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to olympus medical systems corporation (omsc), (B)(4) (returned to omsc on 2017-07-11). The evaluation/investigation confirmed that the valve tubing's irrigation connector is damaged and that a fragment is broken off. A fragment of 3 x 3 mm in size was provided as well, which however does not completely fill the gap of the irrigation connector (5 x 3 mm). The cause of this damage is most likely mechanical overload during connection and/or disconnection of the tubing set. Therefore, this event/incident was attributed to use error and the case will be closed from olympus side with no further actions. However, the event/incident will be recorded for trending and surveillance purposes. In addition, the user will be informed about the investigation results and retrained to correctly use the olympus medical devices.

Event description:
Olympus was informed that during cleaning, after a therapeutic laparoscopic ileocecal resection procedure, it was noticed that the irrigation connector of the valve tubing was damaged and that a fragment had broken off. It is unknown when this damage occurred and whether a fragment was possibly flushed into the patient's body cavity. A fragment was found inside the tubing of the device, which however does not completely fill the gap of the irrigation connector. Prior to this, the intended procedure was successfully completed with the same set of equipment and there was no adverse event or patient injury. Furthermore, an examination by x-ray was planned in order to verify if a fragment remained inside the patient.